Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10, h6 (method code) h11: corrected data: corrected sections h6 (result & conclusion codes), h10 (additional manufacturer narrative) on occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was explanted due to prophylactic reason to address the large infected pseudoaneurysm. There was no allegation of serious injury related to the aortic valve. The subject device was not returned for evaluation as there was no allegation of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 29mm 3300tfx aortic pericardial valve was explanted after an implant duration of one (1) year due to a large infected pseudoaneurysm. The explanted valve was replaced with a 23mm 11500a aortic valve. Per the medical records, the patient presented with a large infected mediastinal pseudoaneurysm. Intraoperatively, a small hole in the native ascending aorta and an aortic hematoma were also found. A large amount of clots and foul-smelling pus was removed. The entire aortic graft and ascending aorta were removed and the 3 cm aortic hole resected. The 29mm 3300tfx aortic valve appeared to be free of infection and was replaced with a 23mm 11500a aortic valve with a 30mm hemashield graft and hemiarch replacement. Hemostasis was achieved and the chest was closed. The patient was discharged on pod #16.

Manufacturer narrative:
UDI#: (B)(4). Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 29mm 3300tfx aortic pericardial valve was explanted after an implant duration of one (1) year due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve.